Event description:
The customer reported an incident where the swivel mechanism of their epiq ultrasound system¿s control panel would not lock properly while in transit within the facility. The cart was in motion when the lock failed. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips service engineer reseated the articulation arm solenoid to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information can be found in the g3 field containing the date received by manufacturer, 03/21/2023.